Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced the feeling she had of throwing up, dizziness, shakiness, tachycardia, and the feeling she was going to pass out. When a fingerstick was taken, the cgm reading was 200 mg/dl, and the blood glucose reading was 560 mg/dl. Her husband took her to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 220 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous insulin and fluids. The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 05/24/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2026. On 04/06/2026, the patient experienced symptoms including nausea (feeling of vomiting), dizziness, shakiness, tachycardia, and a sensation of impending loss of consciousness. A fingerstick glucose check at that time showed a cgm reading of 260 mg/dl, while the bg meter reading was 500 mg/dl. The patient was transported to the hospital by her husband. Upon evaluation at the hospital, a repeat fingerstick measurement indicated a cgm reading of 220 mg/dl compared to a bg meter reading of 600 mg/dl. The patient received treatment consisting of intravenous insulin and fluids. She was discharged on the same day. There was no documentation of additional medical evaluation or further intervention beyond this treatment. At the time of reporting, the patient¿s condition was stable and feeling fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..